Event description:
It was reported the customer had a low blood glucose event. The customer's blood glucose was 49 mg/dl. Customer stated they had treated for their blood glucose. The customer also reported a broken belt clip. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.